Event description:
Event description guidant received information that this coronary sinus lead had dislodged. During the lead revision procedure, the lead was explanted and another guidant coronary sinus lead was attempted. However, the physician was not able to access the patient's coronary sinus. No coronary sinus lead was implanted. An epicardial lead was successfully implanted the following day.